Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) due to signs of previous moisture presence and corrosion around the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return after insulin pump restart. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The customer also stated that the insert battery alarm did not display on the insulin pump screen. Customer stated that insulin pump was exposed to moisture. Customer stated that there was crack at back of insulin pump. Customer stated that retainer ring was not damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.